Event description:
It was reported by an attorney that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 and mesh was implanted. It was reported that the patient experience swelling following surgery. The patient had a previous mesh implanted on (B)(6) 2007 and mesh (x3) implanted on (B)(6) 2008 which are captured in separate files. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.